Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the handle continuously jams. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4)/zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on august 26, 2016 by zimmer (B)(4)revealed that the handle was jammed and not ratcheting. The comb was bent and the bottom roller was worn on the gear end. The side plates were worn on the inside bearing. The 1.5:1 ratio cutter, serial number (B)(4), was found to not pass zimmer test criteria. The device was sent to the USA for complete overhaul. Initial qa inspection of the skin graft mesher on september 30, 2016 revealed minor nicks and scratches noted to the mesher handle. The latching pins engaged as intended. The comb was flattened on the right side. The roller gear was slightly worn and there was minor galling to the roller extension. A test mesh could not be performed due to the condition of the comb. A ratchet was not returned for evaluation, so the complaint could not be verified. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 5, 2016 which included replacement of the damaged roller, side plates and comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by zimmer biomet (B)(4) it was noted that the handle was jammed and not ratcheting. While during the initial inspection by zimmer biomet (B)(4) it was noted that the handle was jammed and not ratcheting, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the handle continuously jams. Investigation results revealed that the comb was bent. No adverse events were reported as a result of this malfunction.